Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarm on the device and no traces of moisture at the electronic or motor assemblies per visual inspection. The device was received with cracked case at the lcd window corners, cracked reservoir tube, cracked battery tube threads and scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was 46 mg/dl. Troubleshooting for butter error alarm was performed. Customer advised the button error alarm did not occur right after the insulin pump was exposed to moisture. Customer stated that the button was probably pressed for more than three minutes and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.